Event description:
It was reported that during a thoracoscopy procedure, the device cut but didn't staple. The procedure was converted from a thorascopy to thoracotomy procedure. The pt is doing well with no further consequence.